Event description:
It was reported, "fractured bone between ball socket and femur. A long titanium rod was implanted in the femur. Above the knee joint there was a space and a bolt was placed. The rod has now broken. (B)(6), x-rays showed a bend in the rod. (B)(6), 2011, the surgeon x-ray and said that the screw through the rod is fracture not bent, but broken. The bone is healing and no further surgical intervention is scheduled.

Manufacturer narrative:
Device remains implanted. Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.